Event description:
On (B)(6), 2010, the pt was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. After the contralateral leg component was deployed the physician removed the catheter with no resistance and noticed the distal shaft of the catheter was detached. Angiogram images confirmed that the distal shaft remained on the guidewire and was still inside the pt. The physician performed a snare technique to remove the distal shaft portion of the catheter. The distal shaft was removed successfully and the pt tolerated the procedure. No further complications were reported.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.